Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the device in the rhv. The rhv was exchanged and the case continued using a new stent. There was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon, on the shaft, on the hypotube and in the guide wire lumen. There was contrast visible on the shaft. The balloon was tightly folded. The stent implant was not returned. There were crimp marks on the balloon and between the markers. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged from the ultra stent delivery system (sds) in the rotating hemostatic valve (rhv). The rhv was exchanged and the case continued using a new stent, with no patient injury. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. The used rhv was not returned for analysis, which may have assisted with the investigation. Analysis of the sds noted evidence of usage. It was confirmed that the stent was dislodged from the tightly folded balloon; however, crimp marks were visible on the balloon and between the markers. This suggests that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, also indicating the units had an adequate crimp. In this case, a conclusive root cause cannot be determined for the stent dislodgement; however, there does not appear to be a product quality issue. A review of the finished device lot history record did not reveal any non-conformities. A query of the complaint-handling database was performed and there has been one similar incident reported for stent dislodgement with this part and lot number combination. Product performance engineering will trend and monitor the experienced circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.